Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. A steerable guide catheter (sgc) was inserted. However, after inserting the sgc, a thrombus was observed in the right atrium (ra). It was noted that the thrombus was connected to the wire and septum. Therefore, the sgc was removed from the patient. It was noted that the all saline used in the procedure was heparinized. In the physician¿s opinion the thrombus was likely due to the patient¿s comorbidities. No mitraclips were implanted, and the procedure was discontinued. The patient was then heparinized per hospital protocol. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported thrombus was due to patient condition. The reported patient effect of thrombus, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported medication required was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. A steerable guide catheter (sgc) was inserted. However, after inserting the sgc, a thrombus was observed in the right atrium (ra). It was noted that the thrombus was connected to the wire and septum. Therefore, the sgc was removed from the patient. It was noted that the all saline used in the procedure was heparinized. In the physician¿s opinion the thrombus was likely due to the patient¿s comorbidities. No mitraclips were implanted, and the procedure was discontinued. The patient was then heparinized per hospital protocol. There was no clinically significant delay in the procedure.